Event description:
Revision surgery - due to the pt's hip dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1 month of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 412-00-050-20) with an oversized dimension, the parts were accepted with the justification "cast surface will be machined to final dimension. O.d. Is currently large and will be machined to correct final specification." A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.